Event description:
It was reported that during a procedure, blood was leaking through the toga. There were no allegations of adverse consequences associated with this event. There was no delay and the procedure was completed successfully.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.